Event description:
One endeavor sprint drug-eluting stent was implanted in the mid rca (MFR report # 2953200-2009-00283 - 00284) and one endeavor sprint drug-eluting stent was implanted in the distal rca. At 30 day follow up, patient displayed unstable angina. Approximately 2 weeks following index procedure, 2 revascularizations of the mid lad (non-target vessel) were performed. Two stents from another manufacturer were implanted. Investigator has indicated that the event was not related to the study stent. At 6 month follow up, patient was asymptomatic. A spontaneous gi bleed is reported to have occurred approximately 6 months following index procedure. Investigator has indicated that the event did not lead to a hemodynamic compromise or a transfusion. Investigator had indicated that the event was life threatening . Investigator has indicated that the event was not related to the study stent. Patient was asymptomatic/free of symptoms at 1 year follow up.

Manufacturer narrative:
Results: gi bleed.